Event description:
It was reported the patient had an overstimulation sensation in their legs. A few weeks prior to this report the patient had to turn stimulation up. When the patient sat down to recharger the implantable neurostimulator (ins) was off, but when they turned the ins back on stimulation was too strong and they were overstimulated to the point where they were confused. It took the patient a few minutes to get the ins turned off. The patient was hesitant to turn the ins back on after that. A day prior to this report the patient turned the ins on and they had adequate stimulation. The manufacturing representative met with the patient and according to the charging logs the patient had not charged from (B)(6) 2014, but the ins was 100 percent charged on (B)(6) 2014. During that period, the patient had to turn stimulation up ¿quite a bit.¿ impedance testing and reprogramming was done by the manufacturing representative. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n249331, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).